Manufacturer narrative:
A severed proximal segment of the lead was returned to our post market quality assurance laboratory. Visual inspection of the lead segment noted insulation damage and stretched conductor coils approximately 18 cm from the terminal pin. Blood or body fluid was noted in the lead lumen. An x-ray of the lead confirmed both the anode and cathode conductor wires had fractured near the area of insulation damage. Based on the location of the fracture and the insulation damage, laboratory analysis concluded the reported clinical observations likely occurred due to clavicular-first rib entrapment.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead had a pacing impedance measurement greater than 2,500 ohms. The lead was not sensing, and therefore the patient was receiving asynchronous pacing. A lead fracture was suspected. The patient was hospitalized. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.